Event description:
The customer's wife reported the customer received a reading of 200 mg/dl on their freestyle freedom lite meter that was higher compared to a hcp meter reading of 30 mg/dl. She further reported the customer passed out and paramedics were called. However, she refused to further troubleshoot the meter and provide us with additional information with regards to the medical incident. No further information about the customer's medical diagnosis and treatment is available. There was no report of death or permanent impairment associated with this event.

Event description:
It was reported to the aci sales professional that a female patient (B)(6) with a history of hypertension underwent a diagnostic left and right heart catheterization (l/rhc) procedure on (B)(6) 2010, to assess her for valve surgery. A 6f sheath was used to access the right femoral artery with no anticoagulant on board. Post procedure, a femoral angiogram showed the vessel appeared to be of normal size and morphology. After the procedure, the mynx device was used for arterial closure. It was reported that the deployment was normal and hemostasis was successfully achieved with the mynx. The next day, the patient underwent valve surgery and was discharged after a standard 5-day recovery. A few days later, the patient presented at a different hospital's emergency room (ER). An ultrasound confirmed a pseudoaneurysm (psa) and she was sent to surgery for hematoma evacuation as well as repair of the psa. It was reported that she has recovered fine from the surgery however, there is no information provided regarding discharge. Note: it was reported that the patient was started on coumadin prior to the valve surgery and later her international normalized ratio (inr) was tested and was reported to be over 8.0. The patient is still hypertensive, but it is being controlled by medication. No additional information provided.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is completed. Note: the reported test strip lot # 0623426 is expired (expiration date: 31-aug-2008).

Manufacturer narrative:
Requested product was not received for investigation and the test strip lot 0623426 is expired. A design history review for the strips were performed. The DHR indicated the test strip lot was performing within its performance claims and met the manufacturer's quality specifications prior to their release. This is a final report.

Manufacturer narrative:
The "date received by manufacturer" on follow-up #1 report should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).